Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The calcium scoring was 1419uh. During procedure, the valve implantation was nominal. The implant depth at deployment was 0mm and implant depth at release was 0mm. When the radiopaque tip was extracted the valve was displaced upward with the proctor present. The valve was displaced into the aorta after implantation and patient had heart failure, blood pressure was dropped due to aortic insufficiency, and the patient went into cardiogenic shock. The physician believed the cause of the valve migration was the radial force of the valve was not enough to stay at the initial position, also the implant recommended by the proctor was too high. A new 27mm navitor valve was implanted. The final gradient was 11mmhg. Then the valve start functioning at 30%. The patient was reported stable.

Manufacturer narrative:
An event of embolization and device malposition was reported. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 0mm from the non-coronary cusp (shallower than the recommended 3mm), there was sufficient calcium to allow anchoring of the device, and the valve was displaced upward when the radiopaque tip was extracted. It was also noted that the physician believes the embolization is due to the radial force of the valve not being enough to stay at the initial position and the implant depth recommended by the proctor was too high, and the implant depth was recommended due to the patient's hemodynamic instability. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including the specification for radial force. Based on available information, the root cause of the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported issue. However, this cannot be confirmed. The reported device malposition is related to patient condition (patient hemodynamic instability). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The calcium scoring was 1419uh. During procedure, the valve implantation was nominal and when the radiopaque tip was extracted the valve was displaced upward with the proctor present. The implant depth at deployment was 0mm and implant depth at release was 0mm. The valve was displaced into the aorta after implantation and patient had heart failure, blood pressure was dropped due to aortic insufficiency, and the patient went into cardiogenic shock. A new 27mm navitor valve was implanted. The final gradient was 11mmhg. Then the valve start functioning at 30%. The patient was reported stable.